Manufacturer narrative:
Device analysis not avail at the time of this report. A f/u report will be sent when analysis is complete.

Event description:
The hcp reported the pump was explanted after an implant duration of 35 months for battery depletion. It was replaced and returned to the manufacturer for analysis. A f/u report will be sent when add'l info is rec'd.